Manufacturer narrative:
H10: h10: of the 41 malfunctions, 33 lot numbers were provided, and lot history reviews will be performed. The devices have not been returned for any of the malfunctions. However, medical records were provided for five malfunctions and two records included images; four of which are confirmed for perforation and one of which was inconclusive for the reported perforation. The investigations for the remaining malfunctions are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfxe3374, gfvk3682, gfxh2776, gfwa4165, gfwj3095, gfvl0141, gfwg2950, gfwj1318, gfxe3372, gfwe3438, gfyc0862, gfyb1339, gfwf2609, gfyd2737, gfwe1120, gfxc0228, gfxe3360, gfwk2818, gfwf3240, gfxc3641, gfwj1265, gfxc3391, gfxe2962, gfxa3840, gfvi0122, gfxe2961, gfwi2989, gfwd3727, gfwa4180, gfwi2069). H11: h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 41 malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation. This information was received from various sources. The 41 malfunctions each involved a patient with no known impact to the patient. Of the 41 malfunctions, three were female and one was male, ranging between 34 and 69 years-old with a weight range between 94 and 217 lb. All other patient information was not provided.

Event description:
This report summarizes 38 malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation. This information was received from various sources. All the 38 malfunctions involved patients with no reported consequences. Of the 38 malfunctions, six were male and four were female, eight patients ages ranging from 34 to 69 years, and five patients weight ranged from 94 to 217 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 41 reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-03387 and emdr 2020394-2021-80158 and 1 malfunction was reassessed for reportability and determined to be reportable as death, reported under emdr 2020394-2021-80248. H10: of the 38 malfunctions, the product catalog number of 2 devices were updated to md800j and 3 devices were updated to unk meridian. The lot number was provided for 31 out of 38 malfunctions, therefore a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for 11 malfunctions. For 19 malfunctions, medical records were not provided for review. Images were provided and reviewed for 7 malfunctions .out of 38 malfunctions, 28 malfunctions were inconclusive for the filter perforation as there is no objective evidence was provided. 8 malfunctions were confirmed for the alleged perforation. For 1 of the 38 malfunctions, the investigation is confirmed for filter migration and the trending code a0104 was added; however, filter perforation is inconclusive. The remaining malfunction is inconclusive for the alleged filter perforation and limb detachment and the trending code a0501 was added.based upon the available information, the definitive root cause was unknown. The devices were labeled for single use. H10: d4 (lot number: gfxe3374, gfvk3682, gfxh2776, gfwa4165, gfwj3095, gfvl0141, gfwg2950, gfwj1318, gfwe3438, gfyc0862, gfyb1339, gfwf2609,gfyd2737, gfwe1120, gfxc0228, gfxe3360, gfwk2818, gfwf3240, gfxc3641, gfwj1265, gfxc3391, gfxe2962, gfxa3840, gfvi0122, gfxe2961, gfwi2989, gfwd3727, gfwa4180, unknown), g3. H11: b5, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 37 malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation. This information was received from various sources. All the 37 malfunctions involved patients with no reported consequences. Of the 37 malfunctions, seven were male and five were female, eleven patients ages ranging from 33 to 69 years, and five patients weight ranged from 94 to 217 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 41 reported malfunctions, 3 were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-03387, emdr 2020394-2021-80158, and emdr rec 1760686 and 1 malfunction was reassessed for reportability and determined to be reportable as death, reported under emdr 2020394-2021-80248. H10: of the 37 malfunctions, the product catalog number of 2 devices were updated to md800j and 3 devices were updated to unk meridian. The lot number was provided for 30 out of 38 malfunctions, therefore a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for 16 malfunctions. For 21 malfunctions, medical records were not provided for review. Images were provided and reviewed for 7 malfunctions. Out of 37 malfunctions, 22 malfunctions were inconclusive for the filter perforation as there is no objective evidence was provided. 9 malfunctions were confirmed for the alleged perforation. 1 malfunction is inconclusive for the alleged filter perforation and limb detachment and the trending code a0501 was added. For 1 of the 37 malfunctions, the investigation is confirmed for filter migration and the trending code a0104 was added; however, filter perforation is inconclusive and other malfunction is confirmed for migration and perforation. For three malfunctions, the company is still investigating the issue at this time. The devices were labeled for single use. H10: d4 (lot number: gfxe3374, gfvk3682, gfxh2776, gfwa4165, gfwj3095, gfvl0141, gfwg2950, gfwj1318, gfwe3438, gfyc0862, gfyb1339, gfwf2609,gfyd2737, gfwe1120, gfxc0228, gfxe3360, gfwk2818, gfwf3240, gfxc3641, gfwj1265, gfxc3391, gfxe2962, gfvi0122, gfxe2961, gfwi2989, gfwd3727, gfwa4180, unknown), g3 h11: b5, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 41 reported malfunctions, 4 were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-03387, emdr 2020394-2021-80158, emdr 2020394-2021-80687, emdr 2020394-2021-80711 and one malfunction was reassessed for reportability and determined to be reportable as death, reported under emdr 2020394-2021-80248. H10: of the remaining 36 malfunctions, the product catalog number of 3 devices were updated to md800j and 1 device was updated to ec500f. The lot number was provided for 30 out of 36 malfunctions, therefore a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for 34 malfunctions. Images were provided and reviewed for 23 malfunctions. Out of 36 malfunctions, 5 malfunctions were inconclusive for the filter perforation. 20 malfunctions were confirmed for the alleged perforation. For one malfunction, tilt (a150202) and migration (a0104) codes were added additionally and the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter migration. For one malfunction, detachment (a0501) and migration (a0104) codes were added additionally and the investigation is confirmed for filter migration. However, the investigation is inconclusive for detachment and perforation. For 8 malfunctions, migration (a0104) code was added additionally and the investigation is confirmed for perforation and filter migration. For remaining one malfunction, migration (a0104) code was added additionally and the investigation is confirmed for filter migration. However, the investigation is inconclusive for perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfxe3374, gfvk3682, gfxh2776, gfwa4165, gfwj3095, gfvl0141, gfwg2950, gfwj1318, gfwe3438, gfyc0862, gfyb1339, gfwf2609,gfyd2737, gfwe1120, gfvj0753, gfxc0228, gfxe3360, gfwk2818, gfwf3240, gfxc3641, gfwj1265, gfxc3391, gfxe2962, gfxe2961, gfwi2989, gfwd3727, gfwa4180, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 36 malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation. This information was received from various sources. All the 36 malfunctions involved patients with no reported consequences. Of the 36 malfunctions, 17 were male and 15 were female, 30 patients ages ranging from 25 to 95 years, and 8 patients weight ranged from 94 to 242 lbs. All other patient details were not provided.

Event description:
This report summarizes 40 malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation. This information was received from various sources. The 40 malfunctions each involved a patient with no known impact to the patient. Of the 40 malfunctions, three were female and one was male, ranging between 34 and 69 years old with a weight range between 94 and 217 lbs. All other patients informations were not provided.

Manufacturer narrative:
H10: of the 41 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-03387. H10: of the 40 malfunctions, the product catalog number of 1 device was updated to md800j (lot no# gfwd3727). Of the 40 malfunctions, 33 lot numbers were provided, and lot history reviews were performed. The devices have not been returned for any of the malfunctions. However, medical records were provided for five malfunctions and two records included images; four of which are confirmed for perforation and one of which was inconclusive for the reported perforation. One investigation was reassessed and identified 2907 (detachment of device or device component) in addition to perforation but remained inconclusive. The investigations for the remaining malfunctions were inconclusive for perforation, as no objective evidence has been provided to confirm any alleged deficiency with the device. One malfunction was reported as serious injury. Based upon the available information, the definitive root cause was unknown. The devices were labeled for single use. H10: d4 (lot number: gfxe3374, gfvk3682, gfxh2776, gfwa4165, gfwj3095, gfvl0141, gfwg2950, gfwj1318, gfxe3372, gfwe3438, gfyc0862, gfyb1339, gfyd2737, gfwe1120, gfxc0228, gfxe3360, gfwk2818, gfwf3240, gfxc3641, gfwj1265, gfxc3391, gfxe2962, gfxa3840, gfvi0122, gfxe2961, gfwi2989, gfwd3727, gfwa4180, unknown), g4. H11: g1, h2, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 41 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-03387. H10: of the 40 malfunctions, the product catalog number of 1 device was updated to md800j (lot no# gfwd3727). Of the 40 malfunctions, 33 lot numbers were provided, and lot history reviews were performed. The devices have not been returned for any of the malfunctions. However, medical records were provided for seven malfunctions and two records included images; five of which are confirmed for perforation and two of which was inconclusive for the reported perforation. One investigation with medical records was reassessed and identified 2907 (detachment of device or device component) in addition to perforation and is inconclusive. The investigations for the remaining malfunctions were inconclusive for perforation, as no objective evidence has been provided to confirm any alleged deficiency with the device. One malfunction was reported as serious injury. Based upon the available information, the definitive root cause was unknown. The devices were labeled for single use. H10: d4 (lot number: gfxe3374, gfvk3682, gfxh2776, gfwa4165, gfwj3095, gfvl0141, gfwg2950, gfwj1318, gfxe3372, gfwe3438, gfyc0862, gfyb1339, gfyd2737, gfwe1120, gfxc0228, gfxe3360, gfwk2818, gfwf3240, gfxc3641, gfwj1265, gfxc3391, gfxe2962, gfxa3840, gfvi0122, gfxe2961, gfwi2989, gfwd3727, gfwa4180, gfwf2609, unknown), g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 40 malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation. This information was received from various sources. The 40 malfunctions each involved a patient with no known impact to the patient. Of the 40 malfunctions, three were female and two were male, ranging between 34 and 69 years old with a weight range between 94 and 217 lbs. All other patients informations were not provided.

Event description:
This report summarizes 41 malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation. This information was received from various sources. The 41 malfunctions each involved a patient with no known impact to the patient. Of the 41 malfunctions, three were female and one was male, ranging between 34 and 69 years-old with a weight range between 94 and 217 lb. All other patient information was not provided.

Manufacturer narrative:
H10: of the 41 devices, the product catalog number of 1 device was updated to md800j (lot gfwd3727). Of the 41 malfunctions, 33 lot numbers were provided, and lot history reviews will be performed. The devices have not been returned for any of the malfunctions. However, medical records were provided for five malfunctions and two records included images; four of which are confirmed for perforation and one of which was inconclusive for the reported perforation. One investigation was reassessed and identified 2907 (detachment of device or device component) in addition to perforation but remains inconclusive. The investigations for the remaining malfunctions are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfxe3374, gfvk3682, gfxh2776, gfwa4165, gfwj3095, gfvl0141, gfwg2950, gfwj1318, gfxe3372, gfwe3438, gfyc0862, gfyb1339, gfwf2609, gfyd2737, gfwe1120, gfxc0228, gfxe3360, gfwk2818, gfwf3240, gfxc3641, gfwj1265, gfxc3391, gfxe2962, gfxa3840, gfvi0122, gfxe2961, gfwi2989, gfwd3727, gfwa4180, gfwi2069), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 40 malfunctions. A review of the reported information, indicated that model md800f vena cava filter allegedly experienced perforation. This information was received from various sources. The 40 malfunctions each involved a patient with no known impact to the patient. Of the 40 malfunctions, three were female and six were male. Eight patients ages ranging from 34 to 69 years. And five patients weight ranged from 94 to 217 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 41 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-03387.of the 40 malfunctions, the product catalog number of 2 devices were updated to md800j. And 4 devices were updated to unk meridian. Of the 40 malfunctions, (B)(4) lot numbers were provided, and lot history reviews were performed. The devices have not been returned for any of the malfunctions. However, medical records were provided for 10 malfunctions. And images were provided for six malfunctions. Seven malfunctions confirmed, for perforation. And 31 malfunctions are inconclusive for the reported perforation. One investigation identified 2907 (detachment of device or device component) in addition to perforation, and is inconclusive for both perforation and detachment. For one malfunction, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause was unknown. The devices were labeled for single use. D4 (lot number: gfxe3374, gfvk3682, gfxh2776, gfwa4165, gfwj3095, gfvl0141, gfwg2950, gfwj1318, gfxe3372, gfwe3438, gfyc0862, gfyb1339, gfyd2737, gfwe1120, gfxc0228, gfxe3360, gfwk2818, gfwf3240, gfxc3641, gfwj1265, gfxc3391, gfxe2962, gfxa3840, gfvi0122, gfxe2961, gfwi2989, gfwd3727, gfwa4180, gfwf2609). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 41 malfunctions, 33 lot numbers were provided, and lot history reviews will be performed. The devices have not been returned for any of the malfunctions. However, medical records were provided for five malfunctions; two of which are confirmed for perforation and three of which are pending investigation. The investigations for the remaining malfunctions are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Lot number: gfxe3374, gfvk3682, gfxh2776, gfwa4165, gfwj3095, gfvl0141, gfwg2950, gfwj1318, gfxe3372, gfwe3438, gfyc0862, gfyb1339, gfwf2609, gfyd2737, gfwe1120, gfxc0228, gfxe3360, gfwk2818, gfwf3240, gfxc3641, gfwj1265, gfxc3391, gfxe2962, gfxa3840, gfvi0122, gfxe2961, gfwi2989, gfwd3727, gfwa4180, gfwi2069, unknown).

Event description:
This report summarizes 41 malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation. This information was received from various sources. The 41 malfunctions each involved a patient with no known impact to the patient. Of the 41 malfunctions, three were female and one was male, ranging between 34 and 69 years-old with a weight range between 94 and 217 lb. All other patient information was not provided.